Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the aortic sensor numbers were not correlating. The impella was repositioned, but the sensor issue was not resolved. During the ECMO clamp trial the impella at p4 was hitting the septum wall. The impella was repositioned and able to go up to p8 without alarms.

Manufacturer narrative:
Post 5.5 implant, patients ao on impella 5.5 has been multiple point difference, echo confirmed positioning multiple times. No alarms on pump. Even after repositioning no changes. The pt had a starting sbp of 107mmhg and a map of 100mmhg. The pump was returned with the catheter cut distal to the red handle so the pump could not be run or identified. Optical signal issue: data log review showed no abnormalities outside of lower than the reported ps pressure values for the patient, around 50mmhg. The cause of the optical signal issue was not determined due to inconclusive data log review and returned product was cut and the sensor could not be tested. Positioning issues: after 2 days on support, during ECMO clamp trial, impella hitting septum wall. Repositioned to 38cm from 40cm. The cause of the positioning issue was most likely use related due to pump being placed too deep during ECMO trials, requiring it to be pulled back.